Manufacturer narrative:
(B)(4) covidien was not authorized to evaluate the device.

Event description:
It was reported that there were odd flakes in the water trap of the 840 expiratory filter during use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.